Manufacturer narrative:
Based on the claim against the product by the customer noting that the left master tool manipulators (mtm) floated during the procedure, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support with intuitive surgical, inc. (Isi) technical service engineer (tse). The customer power cycled system, reseated blue fiber cables, and proceeded with no further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the left master tool manipulator (mtm) kept floating up to the top. The customer stated that there were no issues with the other surgeon's side console (ssc). Prior to calling intuitive surgical, inc. (Isi) technical service engineer (tse), the customer power cycled the system, reseated the blue fiber cables, and restarted the system. The customer proceeded with no further issues. Error 25770 and other remote arm control (rac) were observed in system logs. The logs also showed that the customer disabled the left mtm prior to the customer power-cycling the system. There were no previous occurrences of the error pattern located in the logs. There were no reports of patient injury. Isi has made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.